Manufacturer narrative:
No patient information was provided. The customer has a repeat protocol for any critical results of troponin > 0.5 ng/ml prior to reporting out of the laboratory. The samples are to be re-spun and aliquoted upon repeat tests. System check, calibration, and qc data were not supplied by the customer. Service was not dispatched for this event as the customer was not questioning the instrument performance. A definitive root cause for this event could not be determined.

Event description:
A customer was contacted by beckman coulter, inc. (Bci) regarding accutni assay performance and reported an occurrence of a non-reproducible false positive troponin (accutni) result generated by access 2 immunoassay system for one patient back in (B)(6) 2011. The erroneous result was not reported out of the laboratory. Repeat analysis produced results within the normal reference range. There was no instance of death, injury, serious medical deterioration, or inappropriate medical treatment due to the event.